Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and treated with meropenem injection (1000mg, every 72 hours, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.